Event description:
It was reported by service report that the foot end was stuck in the up position and the footboard was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results, other: footboard, cpu. Conclusion: service technician replaced damaged footboard components, but the customer opted to order the cpu part and do the repair themselves.